Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation sent pump for flow testing, pump infused 38.66 ml out of 40 ml at the rate of 40 ml/hr in 1 hr. The infusion accuracy error is within 5% and therefore is within specification. Troubleshooting the device revealed no hardware of software abnormalities that would induce the allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered a low volume in the biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.